Event description:
It was reported that during a procedure of a mildly tortuous, mildly calcified proximal ramus artery lesion, the balance middleweight (bmw) guide wire met resistance when being advanced but would not cross the lesion as the guide wire tip became bent. The device was removed from the anatomy without reported incident. A second bmw guide wire was used in the procedure. There was reportedly no adverse patient effect. Though requested, no additional information was provided. Device analysis revealed the shaping ribbon protruding at a bend.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core ad shaping ribbon were still intact. Analysis confirmed the reported bend in the tip as there was an s shaped bend in the tip which is consistent with interaction with the lesion during procedural attempts to cross the lesion as no damage was reported during inspection prior to use. Analysis also noted stretched tip coils distal from the center solder. There were offset intermediate coils proximal to the center solder. The shaping ribbon was protruding from the intermediate coils proximal to the center solder. There were two kinks in the core distal to the proximal end of the guide wire. These noted damages are consistent with interaction with the lesion during procedural attempts to cross the lesion and/or manipulation of the guide wire during the procedure as no damages were reported during inspection prior to use. Factors that may contribute to resistance while crossing or while in the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support. Analysis could not confirm the reported difficulty as the outer diameter of the core proximal to the hypotube was measured and met manufacturing criteria. Analysis also noted scratched teflon coating distal to the proximal end of the teflon which is consistent with interaction with another device as no damage to the teflon coating was reported during inspection prior to use. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause could not be determined for the reported inability to cross the lesion and there is no indication of a product quality deficiency. Visual inspection is performed on the guide wire tips after being loaded into the dispenser and an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.